Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 310mg/dl at the time of call. Trouble shooting was performed and found blood glucose value from reported 310 mg/dl and sensor glucose value 150. The sg and bg difference 160. Blood glucose 337 and sensor glucose 140; blood glucose 265 sensor glucose 400. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend 67. Threshold/low suspend limit in sensor settings 70. Advised sending replacement sensor.